Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No lot release and sterilization records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide; model: ent450; 14518-5c-aw rev e 03/16. Using the pod 5 / page 42. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Advised: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported that after wearing the pod for longer than 48 hours on her leg she noticed her site was red, hot and itchy. An antibiotic was prescribed by her doctor for her site infection. (Patient was unable to remember the name of the antibiotic but may have been cephalexin). On (B)(6), during follow-up, patient was instructed to go to the hospital as her site was still red, painful and hot. Upon arrival to the hospital she was admitted and on (B)(6) they performed an incision and drainage procedure under general anaesthetic. Patient was placed on an intravenous therapy of clindamycin and was given oramorph, morphine, tramadol, and anti-sickness medication. On (B)(6), they cleaned the wound and took second look at site while under general anaesthetic. Patient noted abscess developed at pod site. On (B)(6), patient was discharged with antibiotics, pain relief and anti-sickness medication. After discharge, patient noted wound required packing and dressing every other day. The pod was discarded.